Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that transmitter did not blink when connected to sensor. Customer was instructed to wait for sensor to wet, but issue persisted. Customer removed sensor and cannula was missing. Sensor was returned for analysis.

Manufacturer narrative:
A visual inspection was performed on 2 opened and used enlite sensors found both sensor cannulas were retracted inside of the sensor base. No broken or missing parts were observed during our analysis. Unable to confirm if the customer received the sensors damaged due to the returned the sensors opened and used.